Event description:
It was reported that the patient experienced inadequate pain coverage due to right lead migration. Decompressive thoracic laminectomy was performed and the lead was replaced during the procedure. The implantable pulse generator (ipg) was reprogrammed and the event was resolved. The physician assessed the event as not related to procedure and related to study device system (device hardware, not stimulation).

Event description:
It was reported that the patient experienced inadequate pain coverage due to right lead migration. Decompressive thoracic laminectomy was performed and the lead was replaced during the procedure. The implantable pulse generator (ipg) was reprogrammed and the event was resolved. The physician assessed the event as not related to procedure and related to study device system (device hardware, not stimulation). Additional information was received that the patient experienced an unknown issue with another lead. An unknown action was taken as a result. Additional information was received that the clinical study site confirmed there was no lead migration or other device deficiency that occurred.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7070255.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7070255.

Event description:
It was reported that the patient experienced inadequate pain coverage due to right lead migration. Decompressive thoracic laminectomy was performed and the lead was replaced during the procedure. The implantable pulse generator (ipg) was reprogrammed and the event was resolved. The physician assessed the event as not related to procedure and related to study device system (device hardware, not stimulation). Additional information was received that the patient experienced an unknown issue with another lead. An unknown action was taken as a result.